Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the air gas module and the oxygen gas module were replaced. No goods have been received for further investigation, the goods has been lost during shipment. The received device log files could confirm the reported failure with failure in pressure transducer test during pre-use check. We could trace back the reported problem to september 30, therefore the date of event was determined as (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).